Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The following repair and service diagnostic codes were identified: gap between insulation and tip of shaft, replaced handle. The following was observed: gap between insulation and tip of shaft. Handle was replaced. Probable root cause: poor autoclave reliability incorrect sterilization/reprocessing procedure handling procedures contact forces product used beyond defined useful life the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.